Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be separated from the delivery catheter. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Reported event of separation failure was not confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.